Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The files showed system notice #50028 ¿there is a problem with the injection process¿ in applications 1 and 2 and system notice #50012 ¿the refrigerant delivery path is obstructed¿ in the beginning of the application 4 with a non-returned balloon catheter 2af284 with lot number 02424-37. The files showed at least 12 applications were performed with this catheter on the date of the event. A clinical issue (phrenic nerve palsy (pnp)) occurred during the procedure. In conclusion, the balloon catheter was not returned for investigation. There is no indication of a malfunction of the balloon catheter related to the adverse event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, phrenic nerve palsy (pnp) occurred, and the double stop technique was performed. The pnp was 'almost recovered' at the end of the procedure. The case was completed with radiofrequency. The phrenic nerve response was weaker than it was initially. The patient would be monitored. It was noted the pnp had not recovered at discharge, but the patient was asymptomatic. No further patient complications have been reported as a result of this event.